Manufacturer narrative:
No injury reported. While dealer was servicing the chair, the sac (single actuator control) started to smoke. Nature of complaint suggests a service error. Filing solely on the allegation of a smoke, malfunction is not confirmed.

Event description:
The dealer alleges, the tilt was not operating and the sac allegedly started to smoke. No injury is alleged.